Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The insulin pump had a pump error alarm. The customer was able to clear the alarm. The customer was able to complete rewind the insulin pump. The customer had hard time pressing the buttons of the insulin pump. The customer stated that the customer need to press buttons several times until it response. Customer stated that the scroll bar was moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Pump error 53 alarm found in the device history due to software error.